Event description:
It has been reported that while in the cath lab th eiab was prepped and inserted via a sheath in the femoral artery. The patient was in the ICU and being weaned off the iabp therapy when the rn noticed blood in the driveline tubing. The md was alerted and the iab was removed without complications. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. There was no reported delay or interruption in iabp therapy, because the iab was to be removed at that time anyway. The patient outcome is good.

Manufacturer narrative:
(B)(4).